Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (50 mcg/ml at 13 mcg/day) and morphine (20 mg/ml at 5.5 mg/day) via an implantable pump. The indication pump use was non-malignant pain and chronic low back pain. On 05-apr-2015 it was reported that on saturday ((B)(6) 2016), the patient thought he heard the critical pump alarm. He reported that the pump started alarming every 10-15 minutes (no alarm showed in the pump logs for that time). The patient had no symptoms at that time and was also feeling well on sunday. Monday ((B)(6) 2016), the patient went into the office because the pump continued to alarm. The pump was interrogated and a motor stall occurred message appeared. The patient had not had an MRI recently. The patient was not in withdrawal during the day. Last night ((B)(6) 2016), the patient went to the ER (emergency room) with symptoms of ¿needles in neck to lower back¿ and increased pain. A chest x-ray was done. The patient was released from the ER at 5am today ((B)(6) 2016) because he was feeling better. The nurse called the patient to check in with him and he reported he was still feeling pain and spasms in his legs. The pump logs were read on (B)(6) 2016, however, an update was not done so no record of the logs was available to troubleshoot. They were planning to have the patient come into the office today ((B)(6) 2016) and call back when further troubleshooting could be done. The patient was not hearing the alarm anymore. Additional information was received on 05-apr-2016 and it was reported that the pump motor stalled on (B)(6) 2016 at 0256. At 1553 on (B)(6) 2016 the hcp silenced the pump alarm. On (B)(6) 2016 at 0853 the pump stall recovered and no other stalls were confirmed. The patient had withdrawal symptoms on (B)(6) 2016. The patient experienced twitching, leg spasms, pain up his back and "needle poke sensations" in his legs that began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.